Event description:
The patient reported that the needle button accidently released prior to the completion of the 24-hour perio and that the v-go device fell off after about twelve hours of being applied. Patient confirmed that the application site was properly prepared and there was no interference with clothing.

Manufacturer narrative:
The device was returned and evaluated. The evaluation result is as follows: one device was received and evaluated for the complaint regarding the needle button released event. Device #049588-4 was inspected, and the needle mechanism functions were tested verified and were to have operated as intended. The complaint could not be confirmed for this device.